Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had a prior ins and it was replaced with the patient's current ins. It was noted that the leads were replaced as well. It was described that after the ins was replaced the impedance did not come out normal and so the leads were changed as well during the same procedure. After replacement of the leads, everything was working fine and the patient received effective therapy. It was noted that all explanted devices were disposed. See report # 3004209178-2014-04262 which pertained to the patient's previous device.

Manufacturer narrative:
Concomitant products: product ID 3887-33, lot# j0401880v, implanted: (B)(6) 2004, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).

Event description:
It was reported that during a revision/ins replacement on (B)(6) 2014, there were impedances greater than 10,000 ohms. It was noted they connected the lead into the multi lead trialing cable, impedances were tested at 0.7 volts, and everything was greater than 10,000 ohms. At 3 volts, nothing was higher than 16,000. The ins was reportedly connected and they decided to close up because the physician and the manufacturer representative were confident that they would get stim. It was noted the patient ¿used to feel around 3 volts for the patient¿s ¿sweet spot.¿ it was noted lead placement looked ¿perfect¿ according to previous x-ray. It was noted that current values were 01 at 3 volts therapy impedance measure showed impedance was greater than 4,000 ohms, current =0.15. 23 at 3 volts therapy impedance measure showed impedance greater than 4,000 ohms, current= 0.249. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.